Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 04/20/2023,, it was reported by a sales representative via sems that an ar-6482 dualwave remote has a frayed cord and exposed wires. This occurred during a case, with no patient effect reported.